Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal ii; guide cath: 3.5 cordis xb. Factors that could have contributed to difficulties inflating the balloon catheter include, but are not limited to, patient anatomical/lesion morphology and patient disease state, contrast concentration, balloon materials, manufacturing, inflation lumen obstruction, interaction with accessories (indeflator, rotating hemostatic valve, or guiding catheter), placement of the balloon within lesion, or inflation technique. In this case, it was reported the lesion was heavily calcified which likely contributed to the noted waist in the balloon; however, without the product to examine, a conclusive cause could not be determined. All products are 100% visually inspected for balloon damage and leak tested during manufacturing.

Event description:
It was reported that during pre-dilatation of a very calcified, 90% stenosed, mid to proximal lesion of the left anterior descending artery the 2.5 x 20 mm trek was inflated 4 different times to 12 atmosphere (atm); however, there was a waist noted in the balloon due to the significant calcification. The xience v could not cross the pre-dilated area; an nc voyager was used at 14 atm to further dilate the lesion and the xience v successfully crossed the lesion and was deployed. There was no reported patient effect. No additional information was provided.